Event description:
Patient arrived to ivu for routine procedure to have celect ivc filter removed. A scout image was performed at which point the celect ivc filter was visualized and it was noticed that one of the legs was fractured. The filter was removed; however, the fractured piece remains in patient.